Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue on the minicap transfer set, further reported as "the blue thread at end of minicap of extension set was loose, so they carried out a extension set change". This occurred during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.